Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 291 mg/dl with extreme thirst. Reporter was unwilling/unable to provide ketone level. During troubleshooting, customer support found that the user had made an incorrect manual calculation of dosage, and that the basal delivery totals in tdd did not match, variation due a cartridge change and user accessing the basal edit screen. Customer support attributed the bg excursion to training/misuse, and referred the patient to a hcp. There was no indication of a product malfunction. This complaint is being reported as the patient experienced hyperglycemia related to training/misuse.